Event description:
Limited info received in which facility reported pt experienced chills during treatment on the meridian device. Pre-treatment temperature was 98.3 degrees and post-treatment temperature was 100.3 degrees. During treatment, pt received vancomycin, tobramycin, bactroban, hectorol, heparin and tylenol (doses and routes unk). Blood cultures were obtained and the results were gram negative rods klebsiella pneumonia; stenotrophomonas maltophilia. Pt's type of access was a catheter. Dialyzer in use was a baxter CT-190, with second reuse. Dialysate used was 2k/3caa and 3k/3caa.